Event description:
Customer reports to have experienced low blood glucose of 45 mg/dl, which was treated with juice. As a result she was confused and was not sure of her whereabouts. Customer reports of having trouble with her sensor including site irritation. Customer declined insulin pump troubleshoot for low blood glucose. Customer was advised to contact healthcare provider for future signs of infection and to contact help line for any future complaints. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.